Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted: (B)(4) 2017; 429688 lead implanted: (B)(6) 2017; 690r28 heart ring implanted: (B)(6) 2017; 305c23 tissue valve implanted: (B)(6) 2004.

Event description:
It was reported that the rv (right ventricular) lead was dislodged, with pauses and intermittent loss of capture noted on telemetry. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.